Event description:
It was reported that roughly two hours after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, between 2:15 and 4:00 p.m., the patient presented to the cath lab with chest pain. IV angiomax, heparin and oral aspirin were administered to the patient. The physician successfully deployed in the right coronary artery (rca) a taxus express2 8.8% 2.5 mm x 16 mm stent in the right pda, and a taxus express2 8.8% 2.5 mm x 16 mm stent in the right pla, and a taxus express2 8.8% 3.0 mm x 20 mm stent in the mid rca. The physician then successfully deployed in the left anterior descending (lad), a taxus express2 8.8% 2.75 mm x 28 mm stent in the mid lad and a taxus express2 8.8% 2.5 mm x 12 mm stent in the lad. The stents were well positioned and apposed. Aspirin was administered to the patient at 4:00 p.m. Plavix was administered to the patient on the cardiac step down unit. At 5:50 p.m., the patient complained of chest pain. They were brought back to the cath lab and an EKG was performed. A repeat act was not drawn to check the patient's coagulation status. Repeat angiography revealed that the lad stents and the proximal rca stents had thrombosed. The physician attempted to open the stents with balloon angioplasty (size and type unknown) and a intra aortic balloon pump was inserted. Other interventions that might have been performed are not known. The patient expired of cardiogenic shock at 8:00 p.m. Multiple attempts to obtain additional information have been unsuccessful. Same case as MFR# 6000089-2004-00532, 00533.